Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient last felt stimulation on the saturday prior to the report and the last successful charge session was during the week prior to the report or the week before. It was also reported that the implantable neurostimulator (ins) could not communicate with any of the external devices. The patient tired to reposition the antenna over the ins but the issue did not resolve. There were no reports of falls, trauma, or weight changes. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the ins and to address a possible overdischarge if necessary. There were no further complications reported or anticipated.